Manufacturer narrative:
Corrected data: results code: should have been no device problem found instead of cause not established. Conclusion code: should have been no problem detected instead of no findings available.

Manufacturer narrative:
The event of lead replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2020-32257. It was reported the patient has been receiving inadequate therapy due to the right lead migrating. During the procedure, the doctor explanted and replaced the patient's right lead. The doctor also moved both leads up to t7 during the procedure. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.